Event description:
It was reported that prior to a biopsy procedure, the device was allegedly unable to reset. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number was received for evaluation. The elevation driver was visually inspected upon receipt and was found to be good overall condition. The bottom label has partially missing icons. The customer applied two labels to the right side of the device. The device was functionally tested and passed the tests. The driver was placed into the transport state, then the sample button was pressed and the driver transitioned into the ready state. The real time clock (rtc) reverted to 1/1/2000 and needs updated identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device not able to reset issue and the investigation is determined to be confirmed for the identified bottom label has partially missing icons issue. The root cause for reported device not able to reset issue cannot be determined as the problem could not be reproduced. The root cause for identified bottom label has partially missing icons issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.